Event description:
It was reported, the pt experienced new persistent pain and allodynia at the ipg site. The physician reported, the primary cause of the pain was the pt developing crps and allodynia at the ipg site. The ipg was explanted and replaced and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.